Manufacturer narrative:
Product not returned to manufacturer

Event description:
A bella blanket was not applied according to the instructions for use resulting in bubbles that caused image artifact. As a result, the mammogram was repeated.